Event description:
On (B)(6) 2013 patient reported receiving an e6 (mechanical error) on his infusion device. Patient stated he does not think the infusion device is delivering insulin correctly due to the e6. Patient reported the piston rod sometimes sounds like it would skip and his blood glucose level went up to 250-300 mg/dl. Patient's normal blood glucose range is 120-150 mg/dl. Patient stated he treated his blood glucose level via the infusion device. Patient reported the e6 is the only error he is receiving. Patient discarded the infusion set, cartridge and infusion set tubing that was in use. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.